Event description:
It was reported that the cartridge o-ring leaked insulin. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy.